Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while on end to end anastomosis, the device locked on tissue. The device was pulled out of force to be removed. The surgeon found incomplete tissue donuts and they oversew the anastomosis to avoid leak.